Manufacturer narrative:
Patient identifier: unk. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -4.5/1.0/018 (sphere/cylinder/axis) was implanted into the patient's left eye (os). Residual myopia was observed.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -4.50/1.0/018 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise and "residual myopia". Reportedly " residual myopia and he would like to do an icl exchange". On (B)(6) 2023 the lens was exchanged for the same model/length lens and the problem was resolved. The status of the eye was "well placed evo icl; eye is quiet". Additional information provided was "pt's complaints resolved with icl exchange". The reporter indicated the cause of the event is "other" and the device did not fail to perform as intended. Reportedly "over accommodation during pre-op mr". Corrected data: h6: health effect- clinical code: 4581- "residual myopia." Claim#: (B)(4).